Event description:
Boston scientific received information that this pulse generator had declared a battery status of elective replacement indicator (eri). The patient was seen in office to set up a change out procedure. The local boston scientific field representative reported that while attempting to perform a save to disk, an error code appeared. A technical services representative discussed that error code could represent a possible history data corruption in the device. The patient underwent a device changeout procedure where the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was able to be interrogated and no error codes were noted upon completion of interrogation. The device was at a battery status of elective replacement time (ert) and no resets were found. A save all to disk was performed. The save all to disk was completed normally and no error codes were encountered. The error code observed in the field can occur when the pulse generator is at ert and a save all to disk is performed with a disk containing previously saved data. If an empty disk is used the save all to disk will not cause the error code. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.